Event description:
The reporter stated a cq2015a aspheric collamer three piece lens was removed, the trailing haptic broken. Another same type lens was implanted. Additional information has been requested from the facility but none has been forthcoming. If add'l information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge; the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.